Event description:
It was reported that during a free flap procedure, the 3.0mm flow coupler pins did not align correctly. The veins were already set and the ring were set back in the wing jaw assembly (wja). When the surgeon tried to complete the anastomosis, the pins did not line up with the holes correctly. The procedure was completed with another flow coupler device. The pt was reported to be fine.

Manufacturer narrative:
The flow coupler device involved in the incident was returned for eval. The winged jaw assembly (wja) was visually inspected and no defects were observed. There were no defects on the probe and it was placed in the rings properly. The rings were returned connected together and were misaligned in the vertical position. This indicates that one ring was seated higher in the jaw at the time the rings were brought together. The IFU provides written instructions and a figure depicting a ring properly seated in the jaw. No functional testing was performed with the returned rings, as the rings were joined together. The probe was tested, met specification and functioned properly. According to the device history record, the devices met spec prior to market release. At 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.